Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a valiant mona lsa was used to treat the right femoral artery successfully. The patient was discharged. Approximately 29 months post procedure the patient suffered aneurysm expansion and rupture and was treated, with an endurant and visi-pro stent, the patient suffered blood loss during the procedure medical intervention was required. Approximately 30 months post procedure the patient suffered acute kidney injury, it was reported the elevated acute kidney injury, renal failure was secondary to the separate endovascular procedure. No indication this was a generalized trend upward after second procedure. Fluids started, and bactrim prescribed. During a diagnostic procedure the patient indicated for leukocytosis possibly related to urinary tract infection klebsiella and was treated with medication unresolved at time of death. The patient suffered an intraparenchyma hematoma superior right femoral stroke. It was reported, the left renal artery stent occluded with no flow to the kidney. The stent occlusion was reported as a factor of the acute kidney injury and is not a separate event. The patient was transferred to (B)(6) with the hospice, do not resuscitate in place to allow for a natural death.